Manufacturer narrative:
Information asked for but unknown or not provided during initial contact.

Event description:
It was reported that during a colectomy procedure the surgeon was using the device excising part of the small bowel; he was preparing to takedown the mesentery, and he laid the device on the patient¿s right lower quadrant. When he picked up the device, the patient had a 2cm 3rd degree burn. The surgeon excised the burned tissue and used suture; the outcome was a 2cm skin incision. No additional meds were given to the patient for the burn. The device was discarded. Patient is stable.additional information:rep was not present for the procedure. Surgeon is experienced user with the device. Probably used the device at least 25 times. The patient is doing well. The patient was not referred to a plastic surgeon.